Event description:
It was reported that a patient who underwent surgery at t2-l2 had the implants removed due to a prominent implant 58 months post-op. It was reported that of the 14 junctions where a hook or crosslink was connected to a rod, 3 showed no corrosion, 4 showed surface discoloration and 7 showed superficial metal loss.

Manufacturer narrative:
(B) (4). Non-union. Literature article citation: tsutomo et al. Corrosion of spinal implants retrieved from patients with scoliosis. Journal of orthopedic science 2005; 10:200-205. A review of the device history records for this device was not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.